Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, and displacement test. No prime/fill anomaly noted. The device had intermittent buttons due to light moisture damage to keypad traces. It also had minor scratches on lcd window and broken belt clip slot.

Event description:
It was reported that customer was not able to exit the rewind complete / bolus delivery loop. Customer was advised to remove batteries for eleven minutes. Customer was able to exit loop. Customer's blood glucose was 17.0 mmol/l. Customer was advised that issue occurred due to attempting a bolus delivery while in the rewind / fill tubing process. It was advised that insulin pump could be replaced as a result. It was reported that customer opted to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.